Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. Reporter - the article was written by christian carulli, marco villano, roberto civinini, fabrizio matassi, lorenzo nistri, and massimo innocenti. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "a novel technique to preserve range of motion in two-stage revision of infected total knee arthroplasty" which aimed to study a modification of the original technique consisting of an articulated antibiotic loaded cement spacer assembled with two unicompartmental implants to be used in selected cases of infected tka in order to preserve rom and soft tissue integrity in young, high-demand patients. A patient identified in the article underwent a two-stage knee revision procedure due to infection. The agent of infection was (B)(6).